Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. With the limited information available, the exact cause of the valve calcification is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards lifesciences field clinical specialist, a 29mm sapien 3 valve, implanted in the aortic position, failed due to stenosis after an implant duration of 9 years and 1 month. CT images were reviewed by an edwards lifesciences clinical imager, and it was noted that all three sapien 3 valve leaflets were heavily thickened and calcified. Valve expansion at the waist measured 546 mm, which is 85% of nominal. Valve position was good. A valve-in-valve procedure was needed to treat the sapien 3 valve. A unicorn procedure was being performed for the valve-in-valve procedure. The right coronary cusp (rcc) leaflet was modified with serial balloon dilation. However, the new 26mm sapien 3 ultra valve and commander delivery system would not cross the rcc leaflet. After multiple technique attempts, the system became lodged in the preexisting valve/aortic complex. The system was unable to be pulled back without risk of embolizing the valve and/or harming the anatomy. It was decided to convert to open heart surgery and remove the system and undeployed valve from the aorta. The 29mm sapien 3 valve was explanted.